Manufacturer narrative:
Device passed displacement and self tests. No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected numbers ramping/scrolling anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Troubleshooting was performed. Customer stated that the numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.